Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had the device explanted due to lack of efficacy. The issue was resolved at the time of report.